Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address osteolysis. It was also indicated that the cup was loose at the bone to implant interface. Metallosis and trunnionosis also occurred on the trunnion. Update 5/2/2017 der reviewed for reportability. Specified osteolysis of acetabulum and proximal femur. Liner, head, stem, and cup reported.

Event description:
Update oct 16, 2017: litigation record received. There is no new information. Added complainant information. This complaint was updated on oct 25, 2017.

Event description:
Complaint description: patient was revised to address osteolysis. It was also indicated that the cup was loose at the bone to implant interface. Metallosis and trunnionosis also occurred on the trunnion. Update 5/2/2017 der reviewed for reportability. Specified osteolysis of acetabulum and proximal femur. Liner, head, stem, and cup reported. Update 21jun2017 clinical der states an ae for adverse local tissue reaction-aseptic loose socket , loosening interface unknown. Event meets the definition of serious and is considered severe. Event is definitely related to device and definitely not related to procedure. Revision of the depuy shell, liner and head occurred on (B)(6)2017. This complaint was updated on jul 06, 2017. Update 7-20-2017: medical records have been reviewed. Revision notes (B)(6) 2017 indicate the patient received a revision right total hip replacement due to metallosis, adverse local tissue reaction, and trunnionosis of depuy modular metal-on-metal total hip replacement with aseptic socket loosening. Prior to surgery aspiration of hip revealed a significant amount of discolored fluid with enlargement of the pseudocapsule. X-rays shown change in the angulation of the acetabular socket. Cobalt and chromium levels were normal. Upon incision and entering the capsule, graphite colored staining and synovitis were present along with pockets of fluid. The surgeon also noted osteolysis of the proximal femur but indicated it did not affect the fixation of the femoral stem. There was a trunnion reaction with red brown discoloration and some dark discoloration. Synovitis was added to patient FDA codes on all reported devices. Updated 8-8-2017. Update oct 16, 2017: litigation record received. There is no new information. Added complainant information. This complaint was updated on: oct 25, 2017. / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information was conducted, as applicable, utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Medical records reviewed 21 jun 2017--(B)(6) from a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. Investigation summary: patient was revised to address osteolysis. It was also indicated that the cup was loose at the bone to implant interface. Metallosis and trunnionosis also occurred on the trunnion. Update 5/2/2017 der reviewed for reportability. Specified osteolysis of acetabulum and proximal femur. Liner, head, stem, and cup reported. Doi: (B)(6) 2008; dor: (B)(6) 2017; (right hip) no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6(patient).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d3, d4. Corrected: h6 (device). Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: update patient code.